Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the that image loss due to unlocked lever failure occurred during the procedure and led to delay. However, the root cause could not be identified. The event can be prevented by following the instructions for use which state: [important information ¿ please read before use] "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." [3.1 precautions for installation and connection] "never apply excessive force to connectors. This could damage the connectors." Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed one patient who did not receive any photos of from the procedure and the procedure need to be completed with another device. One procedure was affected as the physician didn¿t realize that the system captured blank photos and no medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. Computers and scope was connected to the device when the failure occurred. The user initially thought that the scope was the issue so they switched the scope and the issue occurred again. Patient received her discharge paperwork without pictures and no critical delay n diagnosis or treatment due to the issue.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: image capturing disabled due to the customer settings, but with unit default settings on the image capturing and recording worked. The unit had a defective video socket connector because it did not handle the scope video cable and image was lost when moving or shaking it. The video socket connector had a defective locker mechanism due to wear and it needed to be replaced, the unit had discoloration on the front panel, and it was recommended for replacement, the unit had a crack on the power switch, and it needed to be replaced, the unit had outdated software version 3.01 and it was recommended to update it to version 4.10. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center capture would work on and off. The issue was found during a diagnostic colonoscopy and upper endoscopy procedure. The procedure took 30-45 minutes and was delayed 10 to 15 minutes as the physician had to retake the images. There were no reports of patient harm. Related patient identifier: (B)(6).